Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested and inspected and verified to function according to olympus standards. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that when first powered on, the light did not come on and there was a continuous "click" present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the clicking was confirmed, though it is a noise that occurs in a device that functions normally, and is not a reportable malfunction. Other issues found during evaluation include: worn out socket slide switch; a non-olympus lamp used; and corrosion on the top cover and lamp door. Olympus will continue to monitor field performance of this device.